Manufacturer narrative:
Model number/catalog number:sc-2317-70, serial number: (B)(4), batch/lot number: 7070796, model/catalog description:infinion cx lead kit, 70cm.

Event description:
A report was received that the patient had an erosion at the lead site. The patients wound was cleaned and closed. The patient was doing well postoperatively.